Event description:
Per dentist, worked on crown prep on pt's tooth #18. Dr noted he was advised after procedure that pt reported receiving burns (3rd degree with blistering) on cheek and tongue. No treatment was given in office. Pt took otc pain medications. Dentist stated that pt missed work 2-3 days due to injury. During initial contact with importer, dr noted that handpiece used was not running rough, sounding loud or vibrating during use. Item was purchased 05/18/2004. No record of service by (B) (4) service department until device returned for 'overheating'.

Manufacturer narrative:
Device history records showed no problems with materials, MFR, or test of subject device. Returned device was disassembled and examined. Rust was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original mfg specifications.